Event description:
Facility reported that the bed head will not go up or down. CPR worked but still no head up. No injury reported.

Manufacturer narrative:
Tech found that the tc bed head will not go up or down. CPR worked but still no head up. Replaced the manifold on this bed to resolve issue.